Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) has bee elevated (300-400's mg/dl) for the past 2 months. Reportedly, the cause of the customer's elevated bg levels was unknown. Bolus via the pump and manual injections were used to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider. Reportedly the customer would continue to use the pump for insulin therapy.